Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner was dislocated and the scallops on the poly were sheared off. The ceramic head was articulating, scraping on the superior portion of the rim of the cup. The liner and head were removed and replaced with a new ceramic liner and head. It was also stated that there was loosening of the liner. Doi: unknown; dor: (B)(6) 2019; unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.